Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the tube segments has a metallic portion of essure measuring. Also within the container are three additional metallic pieces all consistent wit essure inserts."), pelvic pain ("pelvic pain") and pollakiuria ("frequent urination") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included migraine, overweight, asthma, allergic rhinitis, tobacco use disorder, dysfunctional uterine bleeding, candidiasis genital and lower abdominal pain. Concomitant products included allopurinol (elavil), alprazolam (xanax), cetirizine hydrochloride, ciprofloxacin, codeine phosphate; paracetamol (tylenol with codeine no.3), escitalopram oxalate (lexapro), ethinylestradiol; levonorgestrel (seasonale), ibuprofen, lamotrigine (lamictal), ondansetron (zofran), salbutamol sulfate (ventolin hfa) and sumatriptan (imitrex). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headache") and depression ("depression"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In 2014, the patient experienced oral candidiasis ("oral candidiasis"), rash ("rash") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced pollakiuria (seriousness criterion medically significant), menorrhagia ("menorrhagia") and urine flow decreased ("slow flow urine"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), coital bleeding ("abnormal bleeding after intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vagina pain"), adnexa uteri pain ("ovarian pain"), oral fungal infection ("yeast infection mouth"), allergy to metals ("nickel allergy"), nausea ("nausea"), hot flush ("hot flashes") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder hydrodistension, urethral dilation together with bilateral salpingectomy (laparoscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, pollakiuria, dysmenorrhoea, vaginal haemorrhage, menorrhagia, coital bleeding, bacterial vaginosis, vaginal discharge, urinary tract infection, urine flow decreased, vulvovaginal pain, adnexa uteri pain, oral candidiasis, allergy to metals, rash, nausea, hot flush, mood swings, depression, anxiety and weight increased outcome was unknown and the dyspareunia, vulvovaginal mycotic infection, oral fungal infection and migraine had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, bacterial vaginosis, coital bleeding, depression, device breakage, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, mood swings, nausea, oral candidiasis, oral fungal infection, pelvic pain, pollakiuria, rash, urinary tract infection, urine flow decreased, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Essure devices were successfully placed bilaterally. The left device was noted to have 6 coils visible, and the right device was noted to have 5 coils visible. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine, urinary tract infection, vaginal discharge, generalized rash, dyspareunia, oral candida, increased urinary frequency, anxiety and depression. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs and mr received. Reporter's information updated. The following events were added: abnormal bleeding (vaginal, menorrhagia), nausea, migraines and pain, hot flashes and mood swings, bacterial vaginosis, yeast infections, urinary tract infections, oral candidiasis, migraines / headaches, nausea, nickel allergy, depression, anxiety, rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain, she did not undergo essure confirmation test. Events outcome updated. Concomitant drugs and medical history added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the tube segments has a metallic portion of essure measuring. Also within the container are three additional metallic pieces all consistent wit essure inserts."), pelvic pain ("pelvic pain") and pollakiuria ("frequent urination") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included migraine, overweight, asthma, allergic rhinitis, tobacco use disorder, dysfunctional uterine bleeding, candidiasis genital and lower abdominal pain. Concomitant products included allopurinol (elavil), alprazolam (xanax), cetirizine hydrochloride, ciprofloxacin, codeine phosphate;paracetamol (tylenol with codeine no.3), escitalopram oxalate (lexapro), ethinylestradiol;levonorgestrel (seasonal), ibuprofen, lamotrigine (lamictal), ondansetron (zofran), salbutamol sulfate (ventolin hfa) and sumatriptan (imitrex). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headache") and depression ("depression"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In 2014, the patient experienced oral candidiasis ("oral candidiasis"), rash ("rash") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced pollakiuria (seriousness criterion medically significant), menorrhagia ("menorrhagia") and urine flow decreased ("slow flow urine"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), coital bleeding ("abnormal bleeding after intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse),"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal pain ("vagina pain"), adnexa uteri pain ("ovarian pain"), oral fungal infection ("yeast infection mouth"), allergy to metals ("nickel allergy"), nausea ("nausea"), hot flush ("hot flashes") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bladder hydrodistension, urethral dilation together with salpingectomy on (B)(6) 2014 and bilateral salpingectomy ( laparoscopy)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, pollakiuria, dysmenorrhoea, vaginal haemorrhage, menorrhagia, coital bleeding, bacterial vaginosis, vaginal discharge, urinary tract infection, urine flow decreased, vulvovaginal pain, adnexa uteri pain, oral candidiasis, allergy to metals, rash, nausea, hot flush, mood swings, depression, anxiety and weight increased outcome was unknown and the dyspareunia, vulvovaginal mycotic infection, oral fungal infection and migraine had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, bacterial vaginosis, coital bleeding, depression, device breakage, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, mood swings, nausea, oral candidiasis, oral fungal infection, pelvic pain, pollakiuria, rash, urinary tract infection, urine flow decreased, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Essure devices were successfully placed bilaterally. The left device was noted to have 6 coils visible, and the right device was noted to have 5 coils visible. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,migraine, urinary tract infection ,vaginal discharge, generalized rash, dyspareunia, oral candida, increased urinary frequency, anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove the device") in a female patient who had essure inserted for birth control. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.